Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 5120799/7041201/5117491/7041200.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent an explant procedure. The explanted device was kept by the medical facility.